Event description:
Reprocessed ligasure did not work in updated software. Obtained replacement and case proceeded as planned. Rep notified. Pt: 4582. Device: 3023. Ref: mw5189696. Report captures stryker ligasure #2.